Event description:
Litigation alleges that the patient suffers from pain, loosening, and metallosis among other injuries. Bilateral doi: (B)(6) 2008 - dor: (B)(6) 2009 (right side). Doi: (B)(6) 2009 - dor: (B)(6) 2012 (left side). Patient is a resident of (B)(6). Update: (B)(6) 2012 - the complaint is being updated with part and lot information for the patients left hip, which was revised on (B)(6) 2012 at the patients request. The complaint has been changed to tier 2. Note: the report received from the sales rep states that the doi for the left hip is (B)(6) 2010, rather than (B)(6) 2009, as stated above. It is not known which doi is the correct one.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 02/06/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, medical records from (B)(6) 2009 report that the patient has ¿fallen a couple times¿, radiographs are reported to show the femoral component has subsided 1.5 cm with no visible fracture. The medical records went on to state that the subsidence was due to ¿probable osteoporosis¿. The revision notes report the femoral stem had subsided and was loose and the acetabular cup had ¿migrated¿. All components revised. Updating lot information on liner, changing unknown product to stem, and adding cup and three screws for migration. The complaint was updated on: 02/22/2017.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Update: (B)(4) 2012 - the complaint is being updated with part and lot information for the patients left hip, which was revised on (B)(6) 2012 at the patients request. The complaint has been changed to tier 2. Note: the report received from the sales rep states that the doi for the left hip is (B)(6) 2010, rather than (B)(6) 2009, as stated above. It is not known which doi is the correct one. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient suffers from pain, loosening, and metallosis among other injuries.bilateral

Manufacturer narrative:
Added: age, weight, explant date, cat lot#, 510k#, MFR date. Corrected: event description, brand name, type of device, report source. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.